Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A pharmacist reported a patient that experienced a posterior capsule rupture during an intraocular lens (iol) implant procedure. Another lens model was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
Product evaluation: the iol was returned for analysis. The iol returned positioned correctly in the case. No solution, no handling observed on the lens. No damage observed. Lens is intact. The root cause for the pc-tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. Based on the results from the product and batch history record, the product met release criteria. (B)(4).